Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device did not work was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had vibration. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was vibrating and could not insert the cutter device. It was further determined that the device failed pretest for cutter insertion and vibration. It was noted in the service order that the device did not work prior to surgery. There were no reports of surgical delay. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.